Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment article titled: ¿safe femoral¿ artery approach in endovascular procedures: a systematic review of its safety and feasibility. B3 - date of event is estimated. D4: primary UDI number - the UDI is not known as the part and lot number were not provided.

Event description:
This is a meta-analysis of the use of imagining to improve safety and feasibility in common femoral artery procedures with vessel closure devices (vcds). This meta-analysis included a summary of data results from registries, studies, and a randomized clinical trial for use of proglide, manta, exoseal, angio-seal, starclose se, mynx, and vascade. Challenges noted in the data for a femoral artery approach have been vascular access site complications (vascs) such as bleeding, major and minor complications, palpation, device complications, and hematoma for exoseal, proglide and angio-seal. Manual compression was noted for use with bleeding complications. Patient related risk factors predictors were noted to be obesity causing hematoma and pseudoaneurysm formation. It was found that ultrasound-guided femoral access with vessel closure device use showed significant benefits, including lowering the number of vascular complications, and bleeding events, especially in patients of higher risk of post-procedural bleeding. Specific patient information is documented as unknown.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The patient effects of hematoma, hemorrhage and pseudoaneurysm are listed in the electronic proglide instructions for use (eifu), as potential adverse events associated with the use of the device. Based on the information reported through the research article, a conclusive cause for the unspecified device issue could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.